Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation of the device shows the tibial impactor head split in half. Split occurred in the middle of the part, in the cavity that surrounds the shaft pin. The strike cap appears heavily used with dents and marks. The handle also shows signs of wear. The most likely cause of the reported failure is wear and tear.

Event description:
On 07/28/2022, it was reported by a sales representative via sems that an ar-623-36 ibal tka tibial impactor, solid handle, was broken. This occurred during a tka procedure, no piece broke off inside the patient, and no broken piece needed to be retrieved. The procedure was completed successfully. This was discovered during use with no impact to the patient. Additional information has been requested. On 08/05/2022, the sales representative stated the following information via phone: the blue top part of the handle cracked and split down the middle outside of the patient, nothing broke off or fell apart. That part of the procedure was completed, the bone quality of the patient was not provided and the device was available for return.